Manufacturer narrative:
Concomitant products: product ID: dtba1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the atrial lead was failing to capture. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.